Event description:
A malfunction was reported by the customer, but the specific error code was not provided. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.